Manufacturer narrative:
Analysis of the lead, 3889-28, found that the conductor on the stim lead body was broken at or near the tines.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# v383870, implanted: (B)(6) 2010, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. The lead fractured during removal and the surgeon was unable to retrieve the most distal electrode. An impedance check was performed by the surgeon (information unavailable) and the entire system was removed - it was noted the removal was not due to an impedance issue. The issue was reported to have been resolved and the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.